Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer continued the case with another staple fire. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, sureform 45 stapler was on the second fire and the last staple was sticking straight up. A technical service engineer (tse) reviewed the logs but found no related issue to the stapler used in arm 4. The customer was able to use the same stapler instrument and completed the staple line. The procedure was completed with no reported injury.